Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged and screen flashing white. The customer¿s blood glucose level was unknown. The customer reported that there was crack on insulin pump screen and it was flashing white. Troubleshooting was performed for damage. The insulin pump will not be returned for analysis.